Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2019 with redness and drainage of the pockets. The patient's pacemaker was explanted and the lead was capped. A blood test was performed and it was noted that there were no signs of infection. A month later, the patient again presented with drainage of the pockets and after a blood test was performed, it was noted that the patient had developed an infection. The lead was explanted and a replacement lead was not reported. The patient was in stable condition after the procedure.